Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this implantable cardioverter defibrillator (ICD) received ventricular shock therapy to convert arrhythmia. Presenting electrogram (egm) showed six shocks in ventricular tachycardia (vt) zone and exhausted therapy. No out of range measurements were observed. Boston scientific technical services (ts) discussed that the rhythm was stable and device appropriately withheld therapy until the sustained rate duration (srd) timed out and therapy was exhausted. Additional information obtained from the field which indicated that the patient was shocked for sinus tachycardia. The patient recently had ventricular tachycardia (vt) ablation and reprogramming changes done to address the issue. The device remains in service. No adverse patient effects reported.